Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a low reservoir alert on the insulin pump. Customer changed the entire set. Customer received a no delivery alarm during the fill tubing process. Customer changed the infusion set and received another no delivery alarm. Customer's blood glucose was 131 mg/dl at the time of the incident. Customer stated that the insulin did not exit the tubing. Customer tried a new reservoir with the current set and stated that the pump did not alarm no delivery with manual prime. Customer was advised that changing the reservoir resolved the issue. Customer was advised to return the reservoir.

Manufacturer narrative:
One opened and used reservoir was inspected and the reservoir, snap cap and septum inspected for anomalies. None were found. An occlusion test was run and the reservoirs were not occluded.